Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was duplicated and attributed to software corrupted and no serial numbers read on the tce during evaluation. New software was reloaded to resolve the report. The device was recertified and returned to the customer. It is unknown how this software became corrupted. Analysis of reports of this type has not identified an increase in trend.